Event description:
It was reported by the edwards field clinical specialist that immediately post sapien valve, upon tee assessment it was noted that there were two large jets of pvl and some central leak as well. The deployment angiogram was reviewed and an ao gram was performed which also showed moderate ai. One cc of contrast was added to the rf3 delivery system and a post dilatation was performed utilizing rvp and held respirations; however per the tee no improvements were noted. The physician team felt the first sapien was too ventricular (60:40 but canted) in the annulus and a second 26 mm sapien was placed higher than the first. The patient showed immediate hemodynamic improvement, all pressors were turned off and a normal ao waveform with a good dicrotic notch was now evident. The patient was transfer to recovery in stable condition. Additional information: the annular diameter measured 22 mm by tee. The aortic valve and leaflet calcification was described as severe and the aortic root calcification was severe. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system were described as fair. During valve deployment ventilation was held and there was no loss of pacing capture. The procedure cine was reviewed and discussed with the tavr team post procedure. The co-planar shot was reviewed and agreed upon that it was quite good. Initial positioning of the sapien was also reviewed and the team felt they would not have changed where they initially choice to position the valve. The valve also did not appear to move during deployment.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the exact cause of the event could not be confirmed however patient (native annular calcification) and procedural factors (fair coaxial alignment) could have caused or contributed to the valve canting and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.